Event description:
Unknown to me, a clear dental matrix band was put and left in my mouth. The band is dissolving inside my mouth. The plastic sticks to my teeth and gum causing extreme pain. When I visit dentists for assistance, they tell me "I can't see it". It's made from clear plastic, designed not to be seen. I do not believe FDA would allow doctors to put untraceable foreign into my mouth. I need help getting this thing out. It causes pain 24-7. FDA safety report ID #(B)(4).